Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The collimator with iris pot was replaced and the system calibrated. Also, a cooling fan filter cover was cracked and the filter elements were missing. These items were also replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi failed during initialization. The system displayed an "iris pot error" there was no adverse patient involvement reported. There was no patient information reported.